Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes provided. The operative notes demonstrated the patient was revised due to elevated metal ion levels. During the revision, pseudocapsule was noted to have black areas and were debrided. Metallosis and osteolysis were identified around proximal femur and behind acetabular shell. After making several attempts to remove the head, it was noted that there was some lysis around the proximal femur. It was then felt that the stem should be removed. After the stem was removed from the femur, there was a fairly good sized wedge of bone still affixed to the stem. This was removed from the stem on the back table and saved for later. The greater trochanter was noted to be fracture from the shaft as well but still had all of it soft tissue attachments including the vastus lateralis and the hip abductors. The cup was removed as well. Review of the device history record identified no deviations or anomalies would contribute to reported event. Additional information does not affect the root cause of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to a history of pain in the left hip. Subsequently, the patient was revised due to elevated metal ion levels and pain. It was noted that there was abnormal amount of heavy metal levels in the blood. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. The stem remains assembled with the insert and head. Heavy scratching was observed at the neck of the stem near the insert. Yellow debris remains stuck to the porous coating. Other various scratches were observed. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.